Event description:
A volume discrepancy was reported; actual residual volume was indicated to be greater than the expected residual volume (specific values for volumes not known to the reporter). Per reporter the first time it happened, healthcare provider (hcp) indicated that it was within specification. However, over the past 6 months hcp stated that it was out of specification and believed that the pump battery was low. Patient did not have a return of symptoms and her dose had been decreasing, especially the bupivacaine (as per hcp granuloma's can happen, but patient did not have one). It was added that patient's "work comp had denied replacing the pump at this time." Drugs delivered via the device were sufentanil, bupivacaine and baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported back at the (B)(6), the pump had about 4 months left and will reach end of service (eos)/ end of life (eol) soon. It was indicated that the pump would not be replaced until the eos/eol was actually reached and the battery had been depleted. It was noted that the pump was working fine and that there was nothing in the notes indicating a programming error and the volume discrepancies were ever so slight that the health care provider (hcp) does not feel that it warrants any action. The pump was refilled on 2012 (B)(6) and the volumes were: estimated residual volume (erv): 2.9 ml actual residual volume (arv): 2.1 ml. The refill previous to that on 2012 (B)(6) had volumes of: erv: 2.3 ml and arv: 2.45. It was also reported that the patient was given a personal therapy manager (ptm) and was receiving effective therapy.

Event description:
Additional information: "inaccurate device" with event due to programming was indicated. It was added that patient had no signs and symptoms and sustained no injury due to the event. Drugs delivered via the device were noted as "mixture".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.